Event description:
It was reported that when the device was used during a low anterior resection procedure, the stapler was placed and closed as prescribed. The firing did not require the force the surgeon used and he heard no click. The second time he squeezed the firing handle, he heard a click. He thought the stapler had fired; when he removed the stapler and likely tore some rectum tissue. The surgeon performed a stoma (anus praenaturalis). The stoma is planned to be temporary, it will likely be removed after 15 weeks.